Manufacturer narrative:
A field service engineer (fse) increased the pump pressure on vacuum pump,verified alignment, lubed and cleaned sorter area. Fse also ran several sorter tests successfully. Customer ran several samples successfully.no further action required by fse the probable cause of the event was sorter hysthesis alignment tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported intermittent error 2141 issues (no cups in sorter, skipping cups) with their aia-900.the customer indicated that cups were not being seen correctly in sorter, and the analyzer was producing error messages about no cups in sorter. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.